Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was alarming. Customer stated that on the device display screen, there was no circle next to the reservoir indicator. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but they were able to clear the alarm. Advised customer that when a circle is not present, the device is functioning properly. Customer's blood glucose level was 168 mg/dl at time of reporting. Nothing further reported.